Event description:
A review of service data detected a reportable problem. During servicing, battery charger sn (B)(4) would not power up. The last patient to use this charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. Upon evaluation the charger would not power up due to a broken wire near the battery charger connector. The root cause for the broken wire could not be positively identified. No adverse event resulted from the defective battery charger. The last patient to use this battery charger did not report any deficiencies.